Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. It was reported that infusion set was used beyond the label. Tandem customer technical support informed customer that using infusion set more than 48 to 72 hour is off label per the user guide. Customer changed pump supplies and resumed insulin delivery. Customer's blood glucose was 350 mg/dl.